Event description:
The patient called on 11/05/2004 alleging that the cut of the test strips were cut off center. This was a new product (out of box ). The patient contacted a medical professional for advice and was unable/unwilling to answer if he received any treatment. Customer service replaced four vials of test strips for the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.